Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to the l602 inductor being knocked off of the charger bedside board. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the cracked l602 inductor.

Event description:
A review of service data detected a reportable event. Upon service investigation, battery charger/modem sn (B)(4) was unable to power on. The last patient to use this device did not report any deficiencies.